Event description:
It was reported that an alert had been triggered due to a sudden change in atrial pacing impedance which was an out-of-range measurement of 2292 ohms. The automatic safety switch from bipolar to unipolar sensing occurred and may be resulting in false atrial tachycardia response (atr) detection due to farfield r-wave oversensing (ffrwos). Additionally, an alert was triggered due to an atrial automatic threshold detected as suspended, with pacing output adapting to 5v. This device remains in service and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).